Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). A product sample was received for evaluation. Visual inspection showed missing top rear label. During functional check, the reported complaint was duplicated. Liquid crystal display lens damage issue found during the investigation; issue caused by customer. Replaced liquid crystal display and lens.

Event description:
It was reported that there was an liquid crystal display bleed and lens damage during testing. No patient injury reported.